Event description:
It was reported that during an ablation procedure, there were no noticeable defects there were detected during connection. However, during ablation, there was no heating and upon inspection, the laser had an opening on the side of the black cable. There were no patient complications reported in relation to this event.

Event description:
It was reported that during an ablation procedure, there was no heating and upon inspection, the laser had an opening on the side of the black cable. There were no patient complications reported in relation to this event.

Manufacturer narrative:
The device was inspected and the laser fiber break was midway between the connector and clampshell. The laser fiber insulation was melted and the laser fiber was completely separated; no other anomalies were observed.